Manufacturer narrative:
Date rec¿d by MFR : 31may2019, date of report : 04jun2019. A visual inspection of the gas delivery system (gds) revealed no anomalies. During failure analysis, it was determined that the u1 component drifted out of specification which caused the air flow sensor to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. Phone number not provided. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issues the oxygen flow concentration measured 93.1% when set to 100%. The fse replaced. The flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified, estimate used.